Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with an f-38 alarm was confirmed by baxter service personnel. The assignable cause was determined to be the force-sensing resistors were out of range. The force-sensing resistors were replaced to correct this condition. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported by a facility representative that an f-38 alarm occurred with a flo-gard infusion pump. It is unknown when, or in which care area, this event occurred. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available.